Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: during a bilateral sagittal spilt osteotomy (bsso) mandible procedure, when inserting the 6mm screws (part number 04.511.206.01c) through the sagittal split plate (part number 04.511.423) using standard surgical technique, it was noted by the surgeon that the screws were pulling through the holes in the plate. The screws were not compressing the plate to the bone and the plate could be lifted off the bone whilst the screw remained stationary in the patient's bone (i.e. The screws pulled through the plate completely). This issue was then checked outside the patient after removing the plate and screws and the screw was noted to pull through the plate hole. Upon sourcing a second matrix orthognathic set from another hospital and testing the same screws and same plate codes the same problem was noted during testing outside of the patient. The surgeon instead chose to use the matrix mandible trauma 2.0mm screws to fix the same orthognathic set sagittal split plate to the patient's bone and was happy with the fixation achieved. The patient outcome post-surgically is unknown. A different outcome is not expected as plates and screws are fixed into the patient. There was a 15 minutes delay in surgery due to the reported issue and no reported adverse event to the patient. This complaint addresses the events during the (B)(6) 2015 surgery. This report is 4 of 10 for (B)(4).